Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. When the closure device was deployed in the laa the physician moved it forward, resulting in pericardial effusion. Pericardiocentesis was performed. The device was ultimately implanted in the laa. The patient was stable. It was further reported that there was a perforation. The patient was discharged home within 3 days following the procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. When the closure device was deployed in the laa the physician moved it forward, resulting in pericardial effusion. Pericardiocentesis was performed. The device was ultimately implanted in the laa. The patient was stable.